Manufacturer narrative:
Concomitant medical products: model: 419688, lead; implanted: (B)(6) 2011, model: 457453, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pericardiocentesis due to tamponade and the right ventricular (rv) lead displayed high / unstable thresholds after the pericardiocentesis. Follow up was conducted and no reprogramming has been completed at this time. The lead remains in use. No further patient complications have been reported as a result of this event.